Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended during bolus delivery. Reportedly, the customer disconnected from infusion set site, requested a bolus and did not observe insulin exiting from the end of the tubing. Reportedly, the customer changed the pump supplies to resolve the issue. Customer's blood glucose level was 145-160mg/dl.